Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer regarding a patient on (B)(6) reported the patient was feeling shocking. The patient stated she had a problem with therapy in (B)(6) 2017, the patient stated it was uncomfortable. The patient noted she felt discomfort and pain in the pelvic area when lifting her leg to get into the car. The patient stated that is when she shut therapy off and her pelvic area pain went away immediately. The patient stated her healthcare professional (hcp) was aware and told the patient he was not sure why she was feeling pain there. The patient stated the hcp made no therapy suggestions. The patient stated they turned stimulation off (B)(6) 2017. The patient noted they turned stimulation back on(B)(6) 2017. The patient noted they were just pressing buttons because she couldn¿t feel the stimulation and was shocked by stimulation. The patient stated she was hospitalized because of the pain from the shock in (B)(6) 2017. The patient noted therapy had been off since then. The patient confirmed the ins status with the patient programmer and therapy was not on. There was no trauma or falls reported that could be related to the issue. The patient planned to follow up with the hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient just went to the emergency room for pain medication. The patient also stated that it took close to a month to walk without discomfort or pain and the symptoms resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was shocked by their device and ended up at the emergency room. Patient reported having pain since and has not been able to walk too good. Patient was given a generic drug by their doctor for robaxin, and that had not helped to much with pain. Patient reported making an appointment with the surgeon who put in the device, and patient wanted to remove it as soon as possible. No further symptoms or complications reported/anticipated. Additional information was received from the patient. The patient reported that they were implanted last year, and everything was fine until they started experiencing an uncomfortable feeling and pain near her private area. Patient reported not being able to pick up leg or sleep a certain position without feeling discomfort and considered reviews made by other patients. Patient decided to shut off the device around (B)(6). Patient reported to turning on the device in (B)(6) to see if it still works as soon the patient turned the device on it shocked the patient really bad and patient ended up in the emergency room. Patient was given an injection for pain in the emergency room patient experienced difficulty walking with discomfort. Patient reported that no surgery was planned yet.